Event description:
The customer reported that the system would not boot. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system (rtos) and the display adaptor were replaced and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.